Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered a red alert via the remote monitoring system. Boston scientific technical services (ts) reviewed the remote monitoring data and found that the alert was triggered due to high out of range right ventricular (rv) pacing impedances. Ts discussed that the impedances had been steadily increasing for the past year, but all other measurements were stable. A few episodes of noise on the right atrial (ra) and shock channels were present from 2013 and prior but no recent events. Ts suggested that this was likely related to calcification of the lead tip and recommended confirming rv capture. The patient was brought in for evaluation and rv capture was confirmed. The physician has elected to continue monitoring the system. The ra lead is a competitor product. This crt-d and the rv lead remain in service. No adverse patient effects were reported.